Manufacturer narrative:
(B)(4). PMA/510(k). The rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. Manufacturer narrative: we are currently in the process of obtaining the complaint rt021 catheter mount from the healthcare facility for investigation to determine if it had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that an rt021 catheter mount was found broken during use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). PMA/510(k) the rt021 catheter mount is sold in the USA but has no 510(k) number as it is considered a class I device. The complaint rt021 catheter mount was not returned to fph for investigation as it was discarded at the healthcare facility. Our analysis is accordingly based on previous investigations on similar complaints, and our knowledge of the product. Based on our previous investigations, it is likely that the reported fault may have occurred due to the inherent residual stress present on the extruded tube, which is a sourced component from an external supplier. We have since informed the supplier about the residual stress present on the extruded tube. We also made some improvements to our assembly process in order to mitigate the problem. All rt021 catheter mounts are pressure tested prior to release for distribution. Any catheter mount with a split tube would have failed the pressure test and be rejected from the production line. Our user instructions that accompany the rt021 catheter mount state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."

Event description:
A healthcare facility in finland reported to a fisher & paykel healthcare (fph) field representative that an rt021 catheter mount was found broken during use. No patient consequence was reported.